Event description:
An abutment screw fractured inside an implant. The surgeon had to perform an additional surgical procedure to remove the abutment screw from the implant. The implant is still in the patient's mouth. Patient injury has not been reported.